Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although specific value was not provided. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction code reappeared.